Event description:
It was reported that the balloon was fractured. A wolverine cb mr, ous 10 x 4.00mm was selected for treatment of the target lesion. During inflation, the balloon was unable to inflated and it was discovered that the device was fractured. The device was removed from the patient, and another of the same device was used to successfully complete the procedure. There were no reported patient complications.